Event description:
Pt transferred from (B)(6) hospital for ongoing lvad care on (B)(6) 2014. Pt seen and admitted from clinic on (B)(6) 2016 with ldh 1146 and reports of intermittent dark urine at home. Pt denied any lvad alarms or other heart failure symptoms. Pt's inr 2.8 so no heparin started, asa 81 mg added to medication regimen. Ldh decreased over the next 2 days. Speed study done and did not reveal any change to ar or lv dimension; speed set to 8600. CT done of the lvad which showed non-occlusive thrombus at the outflow graft and incidental pulmonary nodules (6mm right upper lobe nodule, 10mm and 8mm left lower lobe subpleural nodules). Due to probable diagnosis of lung cancer, pt declined further workup for any surgical interventions and was discharged home (B)(6) 2016 with asa added to his medication list and coumadin restarted. Ldh at discharge was 734, inr at discharge 3.1.